Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the suture remained loaded in the device. The anterior and posterior cuffs remained in their respective foot pockets with their respective cuff tabs intact. The link which connects the suture at their swage-ends was loose but remained intact. The rail-end of the suture had been pulled proximally into the posterior needle guide. There were no noted needle strike marks detected at the anterior or posterior portions of the foot. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, push mandrel travel, and capture of the anterior cuff. The lever and foot operated normally. When the suture was pulled from the device, the posterior needle tip was not attached. This finding indicates that during suture deployment, when the needle plunger was deployed the needle plunger assembly was not pushed in until the collar of the needle plunger made contact with the proximal end of the body of the device. The instructions for use state to visually confirm that the collar of the needle plunger is in contact with the body of the device. When this step is not fully completed the push mandrel is not activated and the posterior needle tip remains bonded to the posterior needle shank. When the needle plunger is withdrawn the posterior needle tip and rail end of the suture are pulled into the guide as noted in this case. Additionally, the anterior cuff is also not captured by the anterior needle tip. This type of event can have the same appearance and results to the operator as the reported needle-to-cuff miss. Based on the analysis, reported information and inspection criteria the cause of the failure to harvest the suture and achieve hemostasis with this device appears to be related to incorrect operator deployment technique and not a product quality deficiency. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. At final inspection all devices undergo inspections to verify suture is not damaged or deformed and a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous coronary interventional of the left anterior descending artery, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was pulled back, no suture came out with the needles. A guide wire was inserted, the device was removed, and a second proglide device was used to achieve hemostasis. Arteriotomy closure was reported to have taken less than thirty minutes. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.